Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result/lab inr was 6.1/4.4. The pt's coumadin was held. The device was replaced and requested to be returned for eval.